Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error and alerted low battery. The customer's blood glucose was 53 mg/dl, which was treated with food. The customer stated that they had sinus infection and may have taken too much insulin. The customer stated that in the spring they had an MRI, but the insulin pump was in another room, and they were completely disconnected from the device. The customer does not use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.